Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the probably cause for the equipment issue was as follows: the image does not appear. Failure of the ap substrate and dr (B)(6) has been confirmed. It is inferred that an image abnormality occurred due to a failure of the substrate."

Manufacturer narrative:
The device was returned to the service center for evaluation. The inspection found a faulty patient board and printed circuit board that attributed to the image issue. The video system was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the clv-190 did not display an image and the screen was black. The user tried multiple scopes and would not get an image. There was no issues with the scopes. The scheduled diagnostic esophagogastroduodenoscopy (egd) in colon procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device was working fine in the previous procedure and everything was set up correctly. No error messages or warning messages appeared. The physician is experienced in using this device and has been there thirty years. The service center was informed that the power button link was noted to be broken on the clv-190.